Event description:
On (B)(6) 2025, a call was placed to customer support requesting assistance with cancelling this patient¿s peritoneal dialysis (pd) treatment with the fresenius cycler. It was reported that the patient had extremely low blood pressure. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient had low blood pressure (80/58) with a heart rate of 116 (tachycardia). As a result, the patient discontinued pd treatment (on (B)(6) 2025) with the fresenius cycler (after 1 pd exchange to go to the hospital). The nurse stated (on the same day) the patient was seen in the emergency room (ER). However, the patient was not admitted into the hospital and was discharged home <24 hours. Treatment details were not provided, and no further information was available as the patient¿s ER discharge summary is not available. The nurse confirmed there were no issues with the pd treatment or the fresenius cycler in relation to the event. The nurse stated the cause of the low blood pressure was likely dehydration. The nurse stated the event may have been due to the patient using a combination of 1.5% and 2.5% strength pd solution. It was reported that the patient has since been medically advised to use all 1.5% strength pd solution for dialysis treatment. The nurse indicated the event was not related to the fresenius cycler, or any medical device issues/malfunctions. The patient reportedly resumed pd treatment with the same cycler without any adverse effects.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2025, a call was placed to customer support requesting assistance with cancelling this patient¿s peritoneal dialysis (pd) treatment with the fresenius cycler. It was reported that the patient had extremely low blood pressure. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient had low blood pressure (80/58) with a heart rate of 116 (tachycardia). As a result, the patient discontinued pd treatment (on (B)(6) 2025) with the fresenius cycler (after 1 pd exchange to go to the hospital). The nurse stated (on the same day) the patient was seen in the emergency room (ER). However, the patient was not admitted into the hospital and was discharged home <24 hours. Treatment details were not provided, and no further information was available as the patient¿s ER discharge summary is not available. The nurse confirmed there were no issues with the pd treatment or the fresenius cycler in relation to the event. The nurse stated the cause of the low blood pressure was likely dehydration. The nurse stated the event may have been due to the patient using a combination of 1.5% and 2.5% strength pd solution. It was reported that the patient has since been medically advised to use all 1.5% strength pd solution for dialysis treatment. The nurse indicated the event was not related to the fresenius cycler, or any medical device issues/malfunctions. The patient reportedly resumed pd treatment with the same cycler without any adverse effects.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the event of hypotension and tachycardia resulting in patient ER encounter. However, currently there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. The cause of the hypotension/tachycardia is likely due to concomitant condition of dehydration from utilizing 1.5% and 2.5% pd solution. The patient has since resumed pd treatment with the same cycler using 1.5% strength pd solution without further reported issues.